Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the part at the reservoir that coming detached and broke off. The customer's blood glucose level was 397 mg/dl at the time of the incident. The customer stated that they had three tubing¿s. The customer stated that sometimes it detaches sometimes 12 hours of use or 24 or 48 hours of use. The customer reported that the infusion set tubing came apart. The customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.